Event description:
Product surveillance contacted the home patient (hp) on (B)(6) 2012 regarding a system error 1026. The home patient (hp) stated he received the alarm again during prime after starting over with new supplies. Instead of calling in, the hp only changed out the cassette (this complaint) and restarted the hc and it functioned properly after. The hp said he thinks that the cassette could have caused the alarm. The caller stated that a system error 1026 could not be caused by this cassette. Since then, therapy has been going well with no issues. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's nurse on (B)(4) 2012 and she said she was not aware of the patient having done this. She would followup with the patient regarding this incident and remind him about the importance of starting over with all new supplies. Since then the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.